Event description:
It was reported that during a lobectomy procedure, the cartridge dropped off when open the jaw at first firing. It stapled and cut completely. There were no adverse consequences to the patient.